Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor device indicating that there was low battery problems. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The philips remote service personnel determined that this model is no longer supported, and the spare parts are no longer available due to end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6)2013. All options associated with this defibrillator were discontinued as of (B)(6)2013. The end of support date for the device is (B)(6)2018. The customer was aware of the end of life terms and the device remains at the customer site.based on the information available and the testing conducted, the cause of the reported problem was not determined.the device is eol. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.